Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during procedures, when the applier is inserted in to the patient's body, the clip fails to load on the first attempt and falls off. However, it functions normally from the second attempt onward". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "during procedures, when the applier is inserted in to the patient's body, the clip fails to load on the first attempt and falls off. However, it functions normally from the second attempt onward". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of ae05 ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. After testing the spring back on the jaws, it was observed that the jaws were used, but not damaged. There were no visual defects observed on the applier and the device appeared to be assembled correctly. The returned sample had no clear biological material present on the device. Upon functional inspection, the device was attempted to be fired twice. The trigger was engaged to load the clips. The first clip correctly loaded into the jaws and was able to fully latch. The second clip correctly loaded into the jaws and was able to fully latch. No functional problem was found with the returned sample. R & d participated in the functional testing of the device and concluded that the device functions in accordance with the IFU. The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned applier correctly latched the fired clips. A corrective action is not required at this time, as there were no functional issues found with the returned sample. The customer reported that only the first clip of the device misloaded, and the remai ning clips fired properly. The IFU states " if three misloads occur, discard the device and replace with a new ae05ml." And "mishandling of appliers may result in improper load and/or closure of the ligating clip." This is established as the clips are loaded prior to entering the patient and can be discarded without harm to the patient. R & d participated in the functional testing of the device and concluded that the device functions in accordance with the IFU. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a